Event description:
It was reported that the buttons on the customer's insulin pump are not responding. Advised insulin pump would be replaced. No additonal information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons responded properly. No button anomalies were noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, broken battery tube threads, and minor scratches on the display window.